Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The sample was received in two segments which shared a complete break at the tubing/suture wing joint. The catheter exhibited curved shape memory in the vicinity of the break. Microscopic inspection of the break revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Necking and discoloration were observed in the vicinity of the break. The break features, tensile weakness, necking and discoloration were consistent with catheter material failure due to pulling stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that on (B)(6) the catheter was placed in this patient, with 5 cm exposed externally and secured with statlock. On (B)(6), dressing maintenance was carried out. In the morning of (B)(6), the nurse found that the catheter ruptured at the scale of "0" beneath the transparent dressing when conducting infusion. Fortunately, the portion of the catheter inside the patient has been removed timely. When discovered, the dressing was substantially complete and external factors such as patient can be ruled out.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4086 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on april 6, the catheter was placed in this patient, with 5 cm exposed externally and secured with statlock. On april 7, dressing maintenance was carried out. In the morning of april 8, the nurse found that the catheter ruptured at the scale of "0" beneath the transparent dressing when conducting infusion. Fortunately, the portion of the catheter inside the patient has been removed timely. When discovered, the dressing was substantially complete and external factors such as patient can be ruled out.